Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Correction: a remedial review of the case determined that there was no allegation of a product malfunction or false positive result. The inquiry has been logged for trending and monitoring purposes.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with thebinaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab or nasal kitted swab in viral transport media. The customer reported the test result as a faint pink line on the control and a dark pink on the sample window. The customer reported she is fully vaccinated with pfizer vaccine. The customer was unsure of her results due to her vaccine status. No additional patient information, including treatment and outcome, was provided.